Event description:
It was reported that the right ventricular (rv) lead possibly dislodged. It was also noted that the right ventricular (rv) lead exhibited falling impedance, high and rising thresholds since implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.